Event description:
The facility's biomed reported the pump overinfused during clinical use. The pump was programmed to infuse a 1000ml bag of lactated ringers at a rate of 100ml/hr. Approximately 2 hours later, the pump display read correctly that there was 700ml left to infuse but there was only 400ml left in the bag. No medical intervention was needed and no patient injury resulted. Despite baxter's efforts to obtain specific patient details and the tubing product code and lot number being used, no additional details provided.